Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a white noise image showing on the screen. The event occurred before an endoscopic paraoesophageal hernia surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had a white noise image showing on the screen. The event occurred before an endoscopic paraoesophageal hernia surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "the device screen is showing white noise image" was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. Corrected field: d2a. Updated field: h4. The investigation is still ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a white noise image showing on the screen. The event occurred before an endoscopic paraoesophageal hernia surgery. The procedure was completed with a similar device. There were no reports of patient harm.